Manufacturer narrative:
Additional information was received that the patient went to the hospital but was not admitted. The patient was cleared out from infection but was given antibiotics. The patient underwent an early lead pull but was reportedly doing well during the trial.

Event description:
A report was received that the patient was feeling bad and went to the emergency room (ER). It was noted that the patient had elevated white cell count and underwent an explant procedure.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient was feeling bad and went to the emergency room (ER). It was noted that the patient had elevated white cell count and underwent an explant procedure.